Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic for a follow up, noise was observed on the right ventricular lead, which was reproducible with pocket manipulation. During the lead revision, the physician attempted to dislodge the lead from its position but was unable to fully retract it. The lead tip was stuck in the superior vena cava (svc). The lead was capped and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure.